Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
Add'l info rec'd on (B)(4) 2012 makes this complaint reportable and is being submitted as a MDR. The report is described as follows; a cusa excel9 was reported to have the cooling water alarm sound during a procedure. "There was no contact with the pt and the pt was not injured or death alleged. The event happened at the beginning of the surgery and the customer managed to do the surgery with a dissectron available in another theatre. The time to take the other dissectron delayed the surgery of approx 15 to 30 mins. On (B)(4) 2012, further info became available; "the pt was anesthetized when the issue occurred (so during the delay)."